Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct aware date is 26-mar-2019.

Manufacturer narrative:
S/w ver. 2.8c. The pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked select button on the keypad overlay. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip was damaged. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the reservoir was able to lock into place. The insulin pump will be returned for analysis.